Manufacturer narrative:
Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case it was reported that the ring had distorted the annulus and puckered the anterior leaflet. As the device was not for evaluation, the root cause of the event remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through the implant patient registry that a 34mm mitral annuloplasty ring was explanted due to mitral regurgitation and mitral stenosis after an implant duration of 12 years and seven months. The patient presented with congestive heart failure and atrial fibrillation. Intraoperatively, the mitral band had distorted the annulus and puckered the anterior leaflet. The posterior leaflet was very fibrotic, retracted and adherent to the posterior annulus and posterior free wall. The explanted device was replaced with a 29mm pericardial mitral valve. Closure of the left atrial appendage and CABG x1 were also completed. There were no complications reported and the explanted device was discarded.